Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with moisture damage at motor assembly and electronic assembly. No button response due to moisture damage at electronic. The insulin pump received with scratched lcd window, cracked case display window corner, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and keypad anomaly. The customer's blood glucose reading was 126 mg/dl at the time of the call. The customer state there is fluid under the lcd screen, after being exposed to ocean water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.